Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Maude report mw5077945.

Event description:
It was reported that during an exploratory laparotomy hartman procedure, ¿intraoperatively stapler would not properly fire across the bowel. Surgeon used suture to close the rectal stump. Suture line was inspected and noted to be intact and hemostatic.¿ no additional information was provided. There were no patient consequences reported.